Event description:
It was reported that the ilet bionic pancreas displayed a restart notification and the user was unable to proceed, including an error during fill tubing consistent with an occlusion; support assisted with restarting the device and advised a firmware update, and the issue was associated with a complete blockage related to the tube. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified, with the medical device problem characterized as a complete blockage and the affected component identified as the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.